Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2017 at around 5 p.m. Due to diabetic ketoacidosis. The customer had been experiencing high blood glucose and was only treating with the insulin pump, then they tested and found that he had ketones. The customer had symptoms such as feeling nauseous, confused, and sick. The customer¿s blood glucose level during the incident was 450 mg/dl. The customer¿s blood glucose level at the time of admission was 302 mg/dl. They were treated with insulin drip for 2 days. Their current blood glucose level was 269 mg/dl. Troubleshooting was performed. The insulin pump passed the high-pressure test. The device will not be returned for analysis.